Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: device evaluation: the reported condition of an infuso.r. Pump that the slide clamp would not move up and down was confirmed and reproduced during product evaluation. This condition was due to a damaged pusher block. The pusher block was replaced to fix the reported condition.

Event description:
The facility representative reported an infusor with a condition of "slide clamp hard to move up and down." The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.